Manufacturer narrative:
Significant glare and/or halos & secondary surgical intervention to remove/replace/reposition are identified in the labeling as a known potential adverse event following icl implantation. H3: device evaluation is required but has not yet been performed. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation with glare/haloes, and blurred vision. The lens was repositioned and then exchanged for a longer length lens & the problem resolved. Cause of the event listed as other, "undersized over-rotated toric."